Event description:
It was reported that the device reached eri within 4 months. The battery appeared to have depleted faster than expected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the reported diagnostic anomaly was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. Review of the battery voltage noted fluctuations that can result in overestimation of the remaining longevity by the programmer, consistent with the field observation of a diagnostic anomaly. The device was normal. (B)(4).